Manufacturer narrative:
Investigation: per the customer, the operator inadvertently converted the donor's height from inches to feet/inches when entering the donor information for the procedure. The customer wanted to know if there was a way to update the donor information now, rather than waiting until the next time the donor returned. The concern is that the operator may forget to update the information accordingly. Currently information entered into vista cannot be changed until the next procedure. Root cause: operator error is the reason that donor information was entered incorrectly. Correction: an internal issue tracker has been initiated by r&d for a solution to allow customers to correct donor information in the vista system in cases such as the reported condition.

Event description:
The customer reported an incident of data input error in the vista software system. The customer miscalculated the donor's height by converting the donor's height in inches using their blood bank information software system into feet and inches using the vista software system. They miscalculated and therefore ran the procedure on the donor at (B)(6), rather than (B)(6). Patient information is unavailable at this time. This report is being filed due to a device malfunction in the form of operator error that has the potential for injury.

Manufacturer narrative:
.